Event description:
It was reported that pump malfunction occurred without any notable events beforehand and malfunction code was shown with associated fault identification. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again.